Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7, with the lowest glucose noted as 50 mg/dl on cgm and 57 mg/dl by fingerstick, the ilet provided a low alert, and caregivers at the care facility provided assistance; the episode did not persist beyond 90 minutes and was corrected with oral glucose per standard guidance. Symptoms were not reported. Outcomes included the need for non-medical assistance from caregivers and subsequent stabilization of glucose with values returning to range. Investigation included review of available device data and discussion with facility staff regarding alerting, data visibility in the circle app, and safety features including locking the ilet. Investigation of this case revealed no device malfunction and that data visibility issues on the circle app were resolved when the user¿s phone and device were within range, with education provided on app use and alert audibility. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.